Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site evaluate the suspect device. The fsr replaced the non responsive display and ran the user verification test on the device. The device passed all tests and performed as per manufacturing specifications.

Event description:
The customer reported that their vela ventilator's touch screen was unresponsive and that their ventilator was past due for preventative maintenance. The customer reported that there was no patient involvement.